Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
The customer reported the PICC line broke during removal. The patient had to go to cath lab to have the piece removed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot could not be completed, as the part and lot number was not provided. Despite multiple requests, we have not yet received the sample related to the complaint. Additionally, no photographic or visual evidence has been provided to support a review of the concern. Without this necessary information, a thorough investigation cannot be conducted, and identifying a root cause or corrective action is not feasible. At this time, no corrective action is required. However, if the samples are provided at a later date, we would be happy to reopen the complaint for further evaluation. Additional information provided in h6 and h11.